Manufacturer narrative:
The customer¿s reported complaint of pole clamps failing was confirmed through the service repair process. During the service process the pole clamp screw was found to be stuck and would not attach to IV pole. Previous supplier CAPA ((B)(4)) investigation have identified related issues caused by the improper assembly of the helicoil being installed too deep (greater than 0.060¿). This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
The customer reported pole clamp issues with securing the pc unit to IV poles. The pole clamp screw threads were stuck and not moving or the screw threads were loose causing the unit to not remain clamped to the pole. There was no report of patient involvement or patient harm.